Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly, resulting in recurring urinary incontinence for the patient. Several months later, the device was explanted. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and the analysis results, the reported clinical observation of mechanical issue was unable to be confirmed. Correction to field d6a: implant date. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly, resulting in recurring urinary incontinence for the patient. Several months later, the device was explanted. No additional information was reported.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly, resulting in recurring urinary incontinence for the patient. The device remains implanted, and a revision procedure has been scheduled. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.